Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer complains of high results. Customer states that feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-167mg/dl fasting. Verified test strips expiration date is 09/17/2018. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns: 337, 367, 381, 296, 182mg/dl.